Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/02/2010, 09/03/2010, and 09/28/2010 by phone and fax. Medical records were rec'd on 09/03/2010. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A technician reported five pts with myopic surprises following intraocular lens (iol) implant surgery. Medical records were requested and rec'd. This pt had a medical history significant for hypertension, hypercholesterolemia, floaters, glaucoma-suspect, non neovascular age related macular degeneration, dry eye syndrome, and a lesion on the right upper lid (pre-existing). Limbal relaxing incisions were performed at the time of the iol implant surgery. Additional information has been requested. There are five medical device reports associated with this event. This report is for the fifth pt.